Event description:
It was reported the stimulation system was explanted due to infection. The date of explant was not provided. Additional info has been requested from the hcp, but was not available as of the date of this report.